Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify keypad anomaly, perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump keypad was unresponsive. Customer¿s blood glucose level was 91 mg/dl at the time of incident. Customer state that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.